Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that they had to go to the emergency room because they were unable to get their blood glucose (bg) levels to lower even without eating and doing boluses. They then started throwing up and feeling light headed so they went to the emergency room. They were diagnosed with elevated blood sugars (hyperglycemia). The pod was worn between 36 and 48 hours on the abdomen. Patient stated after the pod was removed that it did look a little bit bent on the end of end of the cannula. Patient was treated with intravenous therapy with insulin.